Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the design history file, and a review of labeling. No adverse trend, non-conformance's, potential non-conformances, or deviations were identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54. This information was previously filed in manufacturer report 3008344661-2019-00021 under an additional suspect medical device.

Event description:
The customer reported that (B)(6) architect (B)(6) qualitative ii results were generated for a patient. Sid (B)(6) generated the following results (B)(6). No impact to patient management was reported.